Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump also had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a damaged address and serial number label.

Event description:
It was reported the insulin pump had moisture damage and it didn't work. Customer declined to provide blood glucose reading. No further info reported.